Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the catheter was inserted, the pump kept reporting helium leakage and could not be used normally". Additional information states that the catheter was removed and replaced into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint that "the catheter was inserted, the pump kept reporting helium leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "when the catheter was inserted, the pump kept reporting helium leakage and could not be used normally". Additional information states that the catheter was removed and replaced into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".